Event description:
It was reported that upon pocket closure, the physician noticed that the pacing thresholds on the right ventricular (rv) lead channel of this pacemaker increased. The lead was repositioned, and several troubleshooting were performed, however the thresholds did not improve. It was suspected that the high capture thresholds were caused by a loose pin on the header. The physician opted to explant and replace this pacemaker. No additional adverse patient effects were reported. This device has not been returned for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Functional testing was undertaken, and the device did not perform as expected. The device case was removed to facilitate inspection and testing of the internal components. High powered visual inspection found that the battery insulation liner did not completely insulate the battery, resulting in the battery case making contact with the device case. This resulted in the reported clinical observations.

Event description:
It was reported that upon pocket closure, the physician noticed that the pacing thresholds on the right ventricular (rv) lead channel of this pacemaker increased. The lead was repositioned, and several troubleshooting were performed, however the thresholds did not improve. It was suspected that the high capture thresholds were caused by a loose pin on the header. The physician opted to explant and replace this pacemaker. No additional adverse patient effects were reported. This device has been returned.